Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch verio flex meter was displaying an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at an unknown date and time ¿a month ago¿ when her onetouch verio flex meter started displaying an error 2 message. The patient manages her diabetes with metformin (1000mg in the morning and in the evening) and insulin (self-adjusted, type not specified). She reported that, in response to not being able to test her blood glucose due to the alleged error message, she took her usual medication of metformin and insulin. She was not able to specify the dose of insulin she took. The patient reported that, at an unspecified time after the start of the alleged product issue, she began to develop the symptom of ¿shaky¿. She also stated that she ¿felt her blood glucose was low¿. She denied receiving any treatment for her symptoms, over and above her usual routine of diabetes management and care. During troubleshooting, the csr verified that the patient¿s testing process was correct, the correct test strips were being used, this was not the first time the patient had used the subject meter, the test strips had been stored correctly and had not expired and the test strip vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed a symptom suggestive of a serious injury adverse event after not being able to test her blood glucose due to an alleged error 2 message on the subject meter.